Event description:
It was reported that the insulin pump was not delivering insulin and was not alarming no delivery. It was stated that the customer was running high since the day before the call and had to treat with manual injections. The last blood glucose reading was 26.6mmol/l. The customer experienced upset stomach, frequent urination and thirst. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard were correct. The customer did not have a tubing clamp available to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.